Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the customer received a continuous glucose monitor (cgm) error 42. The customer's blood glucose was 289 mg/dl. Reportedly, the power source alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. During troubleshooting with tandem technical support the error was cleared and a new cgm session was able to be started.